Event description:
O3/17/98 pt had been having arrhythmias all night. At approximately 6:30 a.m., pt was found asystole. H.p. Monitor had failed to alarm both at bedside and at central station. Alarms were found to be turned off after code. Pt was discharged from monitor before biomed could determine status of alarms prior to code.